Event description:
Amiodarone drip hung at 16.67 ml/hr. Forty five (45) mins later, entire 200 ml bag was empty. Amiodarone 360 mg in 200ccd5w - 0.5 mg/min.

Event description:
Add'l info received from reporter on 09/09/2019 for report number mw5088530. On 07/31/2019 corrected serial numbers: (B)(4). (B)(6), corporate risk mgmt.